Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer saw a white piece of septum material in the syringe. The customer's blood glucose (bg) level was 295mg/dl and a correction bolus via the pump was delivered to address the bg level. Tandem technical support educated the customer in regards to the possibility that the white material may be a part of the cartridge septum. The customer changed the needle tip and successfully filled the cartridge with insulin.